Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of mobile power unit (mpu) (serial number: (B)(6) being damaged was confirmed via visual inspection of the returned mpu. The mpu was initially evaluated at the european distribution center (edc). A crack was observed on the door of the battery compartment near the locking screw, and the patient cable rubber casing was observed to be loose. The mpu was functionally tested with a test system controller and mock circulatory loop and no issues were observed. The damaged parts did not affect the functionality of the mpu. The patient cable and the door of the battery compartment were replaced. The replaced parts were further investigated by product performance engineering (ppe), revealing that the patient cable rubber casing had a gap between the black and white connectors and the rubber encasing. The damage on the door of the battery compartment was confirmed. The patient cable was functionally tested with a test mpu, system controller, and mock circulatory loop and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 18jan2016. Heartmate ii instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was damage to the mpu. No additional information was provided.